Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that post procedure, the patient presented with endocarditis, and the mitral regurgitation had increased to 4, which required an additional mitraclip procedure for treatment. On (B)(6) 2016, the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. There was an anterior leaflet prolapse. Two clips (50831u226, 51020u110) were implanted, reducing the mr to 1-2. On (B)(6) 2016, the patient presented with endocarditis and the mr had increased to 4. The implanted clips were confirmed to be secure on the leaflets. The patient was started on a 6 week antibiotic therapy, and was successfully treated. On (B)(6) 2016, a second mitraclip procedure was performed because the patient had no alternative. One clip was implanted lateral of the initial clips, reducing the mr to 3-4. The remaining jet was located mainly between the initial clips. The distance between these clips was not more than 3-5mm; therefore, it was not possible to implant an additional clip, and a pfo occluder was implanted between the clips for treatment. The occluder was stable and the mr was reduced to 1. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of endocarditis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that there is no evidence that the device caused or contributed to the endocarditis. The increase in mr was a result of the endocarditis and not associated with a device issue. Although a conclusive cause for the reported patient effect of endocarditis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of mr appears to be related to the endocarditis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.